Event description:
It was reported that the device was explanted due to infection and persistent retromastoid incisional pain. Prior to explant the device was surgically repositioned on (B)(6) 2011. The pt resolved without sequelae.

Manufacturer narrative:
(B)(4).